Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported dentist has advised presence of gum disease and an open bite. The dentist advised the patient shouldn't continue with the treatment.